Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00524. It was reported the during a reprogramming session on (B)(6) 2019, a company representative was unable to establish effective therapy for the patient on the right side. X-rays showed lead migration. As such, the patient will undergo surgical intervention to address the issue.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00524. Follow-up information revealed the patient underwent surgical intervention wherein the lead was revised. However, during the procedure the physician accidently cut the other lead. As such, the lead was explanted and replaced. Reportedly, effective stimulation resumed post-operatively. It is unknown which lead was explanted and replaced. Therefore, both are being reported as explanted.